Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient (pt) was unable to power up her implantable neurostimulator recharger (insr). The pt stated that she went to charge the implant and found the insr would not charge and the screen was blank. The pt stated that the ins had depleted and their leg was in pain. The pt was transferred to repair and the desktop charger (dtc) was replaced. An out of box failure was not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the replacement dtc fixed the issue. There were no reported complications and no further complications were expected.